Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-10 h6: investigation summary customer returned (1) used bd safeclip from lot# 9137025. The consumer reported using for her pets monoject syringe and used about 60-70 syringes with this device, and that the device is no longer accepting the needle. The returned sample was examined, and it was observed that the cutter hole was blocked with previously clipped cannula additional cannula could not be inserted into the receptacle due to the blockage. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. According with the DHR review information in the attached pdf the problem ¿not clipping¿ has no jhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=0.65) and visual inspection (sample plan c=0 and aql=0.25). Bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full. H3 other text : see h10

Event description:
It was reported that 1 bd needle clipping device safe clip was not clipping or jammed. The following information was provided by the initial reporter : the consumer reported that the device no longer was accepting the needle. Date of event : (B)(6)2021 sample status : awaiting sample

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd needle clipping device safe clip was not clipping or jammed. The following information was provided by the initial reporter : the consumer reported that the device no longer was accepting the needle. Date of event :(B)(6) 2021. Sample status : awaiting sample.